Event description:
A 26mm diameter x 15mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for treatment of an abdominal aortic aneurysm. Aneurysm size and vessel morphology at the time of implant are unknown. Two years and 4 months post implant it was reported that the aneurysm sac was enlarging due to endotension or likely due to a type 2 endoleak. The physician elected to explant the stent graft. Medtronic received the explanted stent graft and its analysis is pending. No additional clinical sequelae were reported.

Event description:
Evaluation of the explanted stent graft has been completed. The device was explanted during surgical conversion due to an enlarging aaa. The completion angiogram at implant showed a small type 2 endoleak, and no type 1 endoleaks. It was reported that the patient showed progressive aneurysm enlargement, despite the absence of any detectable endoleaks by CT/mr angiography. No patient follow up's report's were provided. At explant, the source of the aaa enlargement could not be confirmed; no active flow could be seen leading into the sac (the sac contained degenerated clotted blood), and the graft was reported to be firmly attached both proximally and distally to the vessels. The exact cause of the progressive aneurysm enlargement cannot be determined. Upon examination of the explanted graft, two spring abrasion holes were observed on the left anterior surface of the aortic body. It is possible that these holes may have contribued to the aa enlargement; however, the source of the leak was no identified at explant, and fresh blood was not found in the sac.